Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -11.0 diopter, on (B)(6) 2009. The lens was explanted on (B)(6) 2016 due to the development of a cataract. The patient complained of blurry vision at night. The cataract was removed and an iol was implanted. The patient is doing fine.

Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found the lens returned in pieces and unable to evaluate. The lens was returned dry. Method code(s): lens work order search. Results code(s): a work order search found no similar complaints within the work order. Conclusion code(s): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).